Event description:
Pt was on a face mask ventilation. The circuit connection on the front of the device became disconnected. The pt was not oxygenating and his pulse oxygenation decreased into the mid 60s. The pt required excessive bagging and intubation. Manufacturer response for medical equipment, respiratory circuit tubing (per site reporter): they will come and pick up all the ventilators- the green and white circuit tubing- for a credit. We have removed all of this product from shelves.